Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted when the evaluation is complete.

Event description:
It was reported that during a CT lung biopsy procedure, the needle of the biopsy device broke off inside the patient. A new device was used to complete the procedure. No additional available.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure reported by the customer was observed. The root cause being attributable to the equipment used during bonding of these parts. It is likely during manufacturing this particular unit did not have sufficient adhesive applied the device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. Nonconformances of this nature are monitored by the operation team.